Event description:
It was reported that the dependent patient experienced a syncopal episode and suffered minor head injury. The pulse generator exhibited crosstalk and the ventricular sensitivity had recently been increased. The sensitivity was decreased. An x-ray was performed and no electrical or positional anomalies were observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.